Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device had multiple parts which were damaged. Evaluation found dents in the electrical connector, dents in the connector coupler. The plug unit was defective. The ccd had shrunk tube and with cut. Additionally, as noted in section b5, the device was found with image noise. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, deformation, fracture, fatigue, component failure. Based on investigation results, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported " damaged" . The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found image noise.